Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's heart was beating fast. The patient was hospitalized and the device was checked, with results pending. The device remains in use. No patient complications have been reported as a result of this event.